Manufacturer narrative:
The calibration and qc were acceptable. The investigation was unable to determine a specific root cause. The event was consistent with a preanalytic issue at the customer site. Preanalytics are within the customer's responsibility. There was no indication of a device malfunction.

Manufacturer narrative:
The investigation is ongoing.

Event description:
There was an allegation of a questionable cea elecsys result for one patient from the cobas 6000 e 601 module. The initial result was 1000 ug/l with a data flag. The repeat result with a 1:2 dilution was 0.724 ug/l and was reported outside of the laboratory. On (B)(6) 2022, the laboratory received another sample from the patient. The cea result was 4368 ug/l, which failed a delta check. The sample from (B)(6) 2022 was then repeated and the result was 1000 ug/l with a data flag. The repeat result with a 1:5 dilution was 3439 ug/l. The reagent lot number was 627730. The expiration date was requested but was not provided.